Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was analyzed and found to have broken grip cable at the distal end. As a result of the full break, functional testing for motion related issues cannot be performed. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer again and obtained the following information: the instrument moved in the reversed motion.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the prograsp forceps instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted radical cystectomy (with neobladder) surgical procedure, the wrist of a prograsp forceps instrument was locked: the instrument was unable to perform the movements desired by the surgeon. Sometimes the instrument did not move at all in the desired direction, while other times it happened that it moved in a different direction than the desired one. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer, when the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not associated to an inability to move the instruments at all. The movements of the surgeon scaled appropriately to the instruments. The instrument did not move in the intended direction; there was a delay in movement. A broken cable was visible at the instrument wrist.